Event description:
It was reported that the device inappropriately detected non sustained right ventricle oversensing. No action was taken by the physician. The patient's condition was good.

Manufacturer narrative:
(B)(4).